Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the programmer turned off by itself and the screen became black. Analysis noted that the touchscreen bezel assembly was cracked, the latch of the cable bay was broken, the cooling fan was noisy, the bullets assay was missing, and the keyboard and keyboard cover plate were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Corrections: company rep box should not be checked on initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure, the programmer turned off by itself and the screen became black. The programmer is expected to be returned for service. There was no patient involvement.